Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent an abdominal aortic aneurysm repair on (B)(6) 2012. The patient was noted as having severe left iliac occlusive disease, moderate left calcification, moderate left tortuosity. All of the same categories on the right side were marked as moderate. After the procedure of placing the main body graft, a zenith flex with spiral-z technology aaa endovascular graft (uncovered) was placed in a native vessel in the right iliac (1820334-2012-00443) and the left iliac (1820334-2012-00444). A molding balloon was used during the procedure in both the right and the left iliac leg/leg extension due to external compression. Devices are noted as patent at the conclusion of the procedure and no external compression is observed at the conclusion of the procedure. There is no evidence of a flow limiting kink or thrombus at the conclusion of the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.